Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called to report a sensor glucose reading of 43 mg/dl, but a blood glucose reading of 214 mg/dl. The patient stated that she has been having discrepancies like this all day. Troubleshooting revealed that the patient uses the sensor in her upper thigh. Advised that sensors should be worn in abdomen. Advised to call back as needed.